Event description:
On 07/07/2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: battery compartment intact, no damage. Evidence of moisture contamination inside battery compartment. Battery cap is able to fully tighten. Due to moisture contamination pump is unresponsive with both returned battery cap and a test battery cap. No audible tone, no vibration alert and a blank display upon battery insertion. Leak test shows leak at display lens. Removed pump case. Evidence of moisture contamination inside pump, on battery canister. Unable to complete download due to unresponsive pump /moisture contamination.